Event description:
It was reported that during a surgical procedure the message maximum energy error was observed on the display. The case was completed using an alternative procedure ("stone basket"). No harm to the patient reported.

Manufacturer narrative:
System analysis/service repair on december 8, 2017. Upon evaluation of the laser bsc service engineer found the water level to be low. The service engineer rectified the low water level. The laser was tested and verified to function according to manufacturer's specifications.